Event description:
Information received by medtronic indicated that the mapping catheter loop detached while attempting to retract the mapping catheter back into the cryoablation catheter during procedure. Incident occurred after the fourth ablation. The physician reported resistance when attempting to pull back the mapping catheter into the cryoablation catheter prior to ablating the right sided veins. A second pull on the mapping catheter resulted in the device retracting into the cryoablation catheter but not able to move after that. The physician then pulled the device again, but only the mapping catheter shaft came out, leaving the tip and electrodes in the distal balloon segment of the cryoablation catheter. The cryoablation catheter was withdrawn from the patient and x-ray confirmed that the mapping catheter tip was still in the balloon. The cryoablation catheter and mapping catheter were replaced and the procedure was completed without any other issues. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Picture analysis of the mapping catheter confirms a broken shaft. The device is pending return to manufacturing site for investigation. Results of investigation will be submitted in a supplemental report.